Event description:
The customer complained that cell 3 of biotestcell i11 reacted false negative when tested against frozen anti-d samples. Cell 1 to 4 of biotestcell i11 are d positive. We are still waiting for the anti-d samples and the complained lot biotestcell i11 which were requested from the customer. During the final serological control of biotestcell i8 the cells are tested with two different dilutions of an anti-d. All d positive cells of biotestcell i11 reacted correctly positive. Therefore, the correct antigenicity of the complained biotestcell i11 was confirmed.